Event description:
It was reported that during the course of the surgery, the argon beam coagulator handpiece that was used caught on fire at the tip. The spark went out immediately, but left the tip of the handpiece melted. The lot number is 201607154. The handpiece model number is 134003 and is made by conmed. The rep was once again contacted and it was agreed to take the machine out of service. The patient did not sustain any injuries.